Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said "some days [the patient] wants the earth to open up and swallow him so [they] don't have to deal with this anymore" (MDR/vigilance interpreted this statement as suicidal thoughts). As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) for further support. Two days later, patient said they were naturally constipated. Now more than ever, they have been stressed out as they have never had a surgical procedure before. They are also questioning if they could give themselves an enema during the procedure. On (B)(6) patient said they were constipated but they are better after being relieved. Four days later, patient thought constipation was affecting their therapy. No device issue was reported and no further patient complications have been reported as a result of this event.